Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that there is a progressive loss of functional channels over time, with fluctuating 'hi' impedances on the left implant, the pt is bilaterally implanted. Currently 5 electrodes are active in her program, with other electrodes showing fluctuating hi impedances status.